Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 395 and 175mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the meters were replaced at the request of the customer. The test strips are not expected to be returned for evaluation.